Event description:
Patient reported the infusion device went into the stop mode several times during the night by itself. The key-lock feature was activated. His blood glucose elevated to 300 mg/dl, and this caused impaired vision. His normal blood glucose is 100-140 mg/dl, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was not exposed to water but was exposed to x-ray during an airport baggage check and possibly had direct contact with a mobile phone. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.